Manufacturer narrative:
(B)(6), 2011 - jlb - follow-up #001 - the correct manufacturer of this device is kenstone. Originally it was identified as popular plastics, which is incorrect.

Event description:
The hardware that attaches the seat to the frame allegedly came loose. A tech attempted to tighten, but was unable to do so satisfactorily.

Event description:
The hardware that attaches the seat to the frame allegedly came loose. A tech attempted to tighten, but was unable to do so satisfactorily.